Event description:
It was reported that when the physician withdrew the swg the wire unraveled. Follow up information received on (B)(6) 2012 states the procedure was being performed in the cardiac care unit on a (B)(6) female patient, (B)(6). The catheter was being placed into the patient's right internal jugular. During placement, they were not able to remove the guidewire. At which time they noticed the wire was unraveled. As a result, they removed everything as one unit and the wire was removed intact. An x-ray was performed to confirm everything was removed. A new catheter was not placed for the patient and the procedure proceeded as normal. There was no delay in treatment with no harm to the patient's no patient death, and no patient complications. The patient was transferred to (B)(6) for higher level of care due to pericardial effusion. A heart transplant was being considered at the time of discharge. Additional information received on (B)(6) 2012 states the physician was able to successfully withdraw the wire through the catheter after the catheter had been threaded onto the wire and advanced into the vein. The wire unraveled as it was being retrieved through the catheter. Thus, another catheter placement was not necessary.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.